Event description:
A package for a spinal cord stimulator was opened before insertion in the or. One of the leads had exposed wires, they were not covered in plastic like the other ones. A new package of a spinal cord stimulator was opened and used on the patient. The first package with the product defect was not used.